Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) "200".

Event description:
It was reported that the right ventricular lead was oversensing t waves. The pace/sense portion of the lead was capped and replaced, and the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.